Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior cervical fusion. Screw would not load onto driver. Second screw driver tried and would not load onto that driver either. Issue with thread inside tulip head. Delayed surgery by approximately 3 minutes. Had to use a different size due to only quantity of two on the loan set. No adverse event to patient.

Manufacturer narrative:
Additional narrative: (B)(4). The mountaineer 4x20mm favored angle screw (product code: 1883-18-420, lot number: ankb1d) was returned to the complaints handling unit (chu) on (B)(6) 2016. The returned screw featured a number of surface markings on the interior of the tulip head. A few of these markings occur on the threads inside the tulip head. The damage to the threads is predominantly on the top two threads. This may have been sufficient to carve some material from the side of the threads. This may have occurred if the inner screw was cross threaded during insertion and tightening. However, due to the irregular and light markings on the tulip head, this may not be a definitive root cause. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the damage to the tulip head threads cannot be determined from the samples and the information provided. A potential root cause may be inadvertently cross threading the inner screw during insertion and tightening. This would place stress on the threads of the tulip head, potentially resulting in them becoming damaged or torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.